Event description:
The customer reported to philips healthcare that they "changed the time and ran a check" on the heartstart mrx and it was "ok." They "then plugged in cables for manual defib and it says the pacer is not working/has x with no hour glass." There is no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.